Event description:
Per the clinic, the patient experienced limited speech outcomes and minimal functional benefit with the device with a concern of improper original electrode placement. Subsequently, the patient underwent a device repositioning surgery on (B)(6) 2026; however, when the surgeon attempted to reposition the electrode array, the electrode broke during the procedure which results in a decision to explant the device. The device was eventually explanted and the patient was reimplanted with other brand manufacturer device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient experienced limited speech outcomes and minimal functional benefit with the device with a concern of improper original electrode placement. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the patient underwent a device repositioning surgery on (B)(6) 2026; however, when the surgeon attempted to reposition the electrode array, the electrode broke during the procedure which results in a decision to explant the device. The device was eventually explanted and the patient was reimplanted with other brand manufacturer device during the same surgery. Device analysis report attached.